Event description:
The customer reported clear fluid leaked onto the counter while performing system startup involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated two patients¿ samples produced 0.00 results (units unknown) of an unknown parameter. The results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the aspirate tube was disconnected from the needle assembly. The fse reattached the disconnected tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.